Manufacturer narrative:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: runaway. No harm to any person has been reported. A getige field service technician (fst) was onsite for investigation of the device. The motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported error message: "runaway" was already investigated in a similar complaint by the getinge life cycle engineering on 2018-06-22. A defect in the speedometer of the motor was determined as the root cause of the error message "runaway". The review of the non-conformities has been performed on 2025-03-10 for the period of 2019-01-17 to 2025-02-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-17. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error message: runaway. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getige field service technician (fst) was onsite for further investigation of the device on 2025-02-25. The motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on (B)(6) 2025 for the period of 2019-01-17 to 2025-02-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-17. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The defective motor was requested for further investigation at the manufacturer. As soon as new information becomes available a follow up medwatch will be submitted.